Event description:
The customer returned product for ¿needs to be recalibrated¿, during physical inspection it was found that the a defective upstream occlusion (uso) sensor, downstream occlusion (dso) alarms and loss of power at start-up. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. No previous services were found. Review of the event history log identified instances of downstream occlusion (dso) alarms. The motor odometer was 1,361,396 resolutions. There was an upstream occlusion (uso) alarm on occlusion testing. The uso sensor was replaced. The dso and uso sensors were also calibrated. The device passed all testing following repairs.